Event description:
It was reported that while stimulation was turned on and off, there was a shocking or jolting sensation. It was noted the patient had a flu bug the tuesday prior to report and was vomiting forcefully. It was logged the neurostimulator(ins) was popping out of place then, and had moved perpendicular to the patient's skin at that time. It was reported the patient pushed the ins back into place. It was noted that after that day, a shocking sensation started around the ins site. It was logged that shocking was periodic to start with but had gotten more frequent since that tuesday. It was noted the patient had stimulation turned of since then and was getting shocking sensation with the stimulator on and off. It was then reported impedances on the day of report, were normal at 900-1100 ohms. It was noted nothing was out of range and the manufacturer representative (rep) looked at 3 reference electrodes total, and did not look at all of them. It was logged the stimulation was turned back on and they were able to get tingling in right side leg. It was reported they tried to get left side stimulation but the patient felt pain again at the ins which intensified as amplitude was increased and this was an issue with all electrodes that were tried. It was logged that on the left side "at the point which the patient started to feel stimulation tingling, the patient then started to feel pain at the ins". It was logged that pain also radiated from the ins to the spine. It was noted the patient saw her pain doctor the day prior to report and images were taken that showed the lead placement was unchanged and the ins looked to be in normal position. It was reported the ins was in the same place as it was previously to the flu. It was reported that during palpation of the ins, left side and lower corner of the ins were very sensitive to touch. It was reported that when impedances ran at .7v, the patient had discomfort in the left buttocks area (not at ins) which had not occurred before in the past. It was noted that shocking felt different between when stimulation was on and when stimulation was off but shocking occurred in the same location- the ins in the buttock above the waistline. Additional information received reported there were no interventions planned at the time of report, and the patient could use stimulation for right side pain (8-15 lead) but was unable to use stimulation on the left side (0-7).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient had been doing good initially following the implant. The patient got stomach flu and vomiting and that caused the implantable neurostimulator (ins) to ¿pop out¿. The patient pushed the ins back into the pocket. Following that the patient started getting shocking in the pocket that then moved to their spine. The shocking would go away when the stimulation was turned off. As soon as the patient would turn their stimulation back on and get to therapeutic value, the shocking sensation would start again. The patient was still going in for an exploratory surgery on (B)(6) and they were going to test with a multi-lead trialing cable to see if the patient still had a shocking sensation. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Event description:
It was reported that the patient was scheduled for surgery on (B)(6).

Manufacturer narrative:
Analysis of the implantable neurostimulator ((B)(4)) found no anomaly. Conclusion codes have been updated to include the following: conclusion code no longer applies to event. The following result code no longer applies to the event.

Event description:
It was reported that the surgery would likely be in (B)(6) sometime. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Follow-up information reported that during the procedure on (B)(6), the pocket was opened and the connection looked tight and in normal condition. The leads were disconnected from the ins and reconnected to the mltc and tested. Stim patterns tested normal with tingle in the appropriate areas and no "shocking" sensation. The physician created a new pocket per the patient's request and connected the existing leads to the new battery. The old battery was explanted and returned for analysis. No malfunctions were seen. The patient's outcome was that they were receiving effective therapy.

Event description:
It was further reported that the patient's leg was still healing and they had not been rescheduled for surgery yet. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient experienced pain and tenderness in the pocket and spine area. Tenderness was reportedly worse when stimulation was on. It was reported the patient had great stim benefit for about 4 weeks post implant, and the patient was not getting the same benefit currently. It was reported that this occurred after the patient was violently throwing up from the flu. It was reported the ins tilted during/after the flu, and she manipulated it back to normal. The health care provider (hcp) was aware of the tilting. It was reported the patient had a surgical procedure on her leg that had reportedly taken a long time to heal. It was reported the patient experienced a shocking or jolting sensation at the spine which began after the flu. Impedances were reportedly normal, no shorts reported. X-rays performed and nothing was visible. Reprogramming had not provided a benefit and there were no changes upon palpation.

Event description:
It was further reported that the patient did not have the device on due to the shocking sensation. The patient did charge it weekly to keep it charged. It was further reported there was no change in the patients status. The patient still could not use the device due to the shocking, and the patient had not used the device since the last follow up. The patient was being scheduled for a pocket exploration/intraoperative testing in may. Impedances were still normal.

Event description:
It was further reported that the patient was scheduled for a pocket exploration in june.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported that there was a small cut on the stimulator header. The cut occurred when a blade was used to cut open the pocket during exploratory surgery on (B)(6).

Event description:
It was further reported that the next step for the patient was an investigational revision. The patient's doctor was going to take them to surgery to further investigate what was going on. The physician was planning to open the pocket and take a closer look at the site to check for fluid, observe the battery and lead position, and determine the connection integrity. The doctor then planned to disconnect the leads and reconnect them to a multi-lead trialing cable to test the impedance and stimulation with an external neurostimulator. Based on the feedback from this testing the doctor may replace the leads, battery, both, or more. The surgery was scheduled for 2014 (B)(6).

Event description:
It was further reported that the surgical case was cancelled on due to an active infection in her leg (unrelated to the device-the patient fell through stairs at her home). The physician planned to reschedule her case, but was requiring that her leg first be healed and free of infection. The date was to be determined.

Manufacturer narrative:
.

Event description:
It was further reported that all of the impedances were in the 600-1200 ohm range. Recharge interval calculations were run with the following parameters: 4.0v, 40 hz, 450 pulse width, 11-, 12+, and 10+. The estimated recharge intervals were: at 800 ohms: implantable neurostimulator (ins) at beginning of life = 20.95 days ins at end of life = 17.79 days at 600 ohms: ins at beginning of life = 17.25 days ins at end of life = 14.61 days these estimates would be when the patient was going from 100% full charge to 0% charged. The patient never let their battery get to 25% except on (B)(6) 2013.. The patient was spending about 1 hour per charging session. According to the data file from the programmer the patient had turned their stimulation off a total of 9 times between (B)(6) 2014 for a total of approximately 23 days and 4 hours. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer. Patient product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.